Event description:
Pt's niece reported two days after injection with juvederm in the nasolabial folds, the pt experienced a "rash all over". The pt was treated with a "topical steroid cream", benadryl and "stronger steroids". The pt visited the emergency room twice before being admitted four days after injection. The niece refused to provide pt and injecting/treating healthcare provider's contact info.

Manufacturer narrative:
(B)(4). Permission for allergan medical to follow up with the injecting/treating healthcare professional not provided, lot number and type of juvederm not attainable. Device labeling: contraindications 'juvederm ultra plus xc is contraindicated for pts with severe allergies manifested by a story of anaphylaxis or history of presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, injection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.